Event description:
It was reported that the bed canopy system model 8060 had a front panel that the zipper is broken where it separates on the curves and straight portion of the window. No pt injury reported.

Manufacturer narrative:
Zipper separates.